Event description:
It was found that the side rail would not latch / lock due to a latching assembly being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.